Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they are having a problem with charging the implanted neurostimulator (ins) today. Pt stated the recharger (rtm) is getting warm and the numbers are not changing, they reset the controller 3 times, ins is very slow to recharge, controller battery is drained, and ins is not charging, and it takes hours to charge the ins. Pt stated they saw three messages to call medtronic. Pt mentioned they have had dozens of rtm replacements in the last six years because they had problems before, and they know it¿s the rtm. Patient services (ps) asked to connect with controller, controller show ins 100%, controller 70% charged. Ps confirmed there is no visible damage to the rtm. Ps confirmed the rtm does not get hot. Ps reviewed rtm does get warm normally. Ps reviewed when using the rtm there should be air circulation around the area. Pt called back and stated they received the replacement recharger and was escalated. Pt stated they must have gotten used equipment and the replacement was even worse. Pt stated the paddle was very warm and the implant was not charging. Ps asked the pt if they saw any error messages and pt noted they got a contact medtronic message so they reset the controller. Pt noted they had their equipment for 7 years (ps understood this as 5 years per implant date).

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6); implanted: explanted: product type recharger product ID 97755-s lot# serial# (B)(6),implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) ubd: , UDI#: ; product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: h3: the 97755 recharger, serial #(B)(6), was returned for product analysis. Analysis revealed no anomalies. The 97755 recharger, serial #(B)(6), was returned for product analysis. Analysis revealed no anomalies this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.